Manufacturer narrative:
Per good faith effort (gfe) response, the biomedical technician stated that the issue was due to a user error. Further case information regarding the repair and operational status is still pending.

Event description:
Philips received a complaint by the customer on the v60 indicating that a 1008 "machine and proximal pressure sensors failed" error occurred. It was reported that there was no patient involvement at the time the issue was discovered at the issue was found during a preventive maintenance (pm) service. No patient or user harm was reported. The device was taken out of service. The customer called technical support to report that a 1008 "machine and proximal pressure sensors failed" error occurred during a preventive maintenance (pm) service. The remote service engineer (rse) provided the customer with the latest service manual rev t, requested that the customer disconnect the ribbon cable from the data acquisition (da) printed circuit board assembly (pcba) and motor controller (mc) pcba. After the customer securely reconnected the ribbon cable, the device was able to be powered up properly with no issues. The customer believed that solved the issue. The rse advised the customer to do the pm service per the latest service manual, and the customer informed that the 1008 error was displayed on the screen again as the customer started the pm again. The rse then provided the customer with the part numbers and prices of the da pcba to mc pcba cable, da pcba, mc pcba, pm pcba, and cpu pcba for repair. Investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further case information regarding the repair and whether the device was returned to service, but no response was received from the bme. It is therefore unknown what the outcome of the reported issue was, and no further information could be obtained. The investigation concludes that no further action is required at this time. This file is closed and can be reopened if new information becomes available.